Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an acute return of symptoms, abdominal pain, and a lack of response to the device. The neurostimulator and leads were then explanted and replaced. No injuries were reported and the pt recovered without sequelae.